Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the lead was returned cut into two pieces. Externalized conductors due to internal insulation abrasion was noted at 10.8-14.1 cm from the distal end. The etfe coating was intact at the abrasion location.

Event description:
It was reported that an increase in hv lead impedance was observed. Externalized conductors were observed via fluoroscopy. The lead was explanted and replaced. Patient is doing well.